Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2014. During the same procedure, the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, november 7, 2014.

Manufacturer narrative:
This report is filed january 23, 2015.